Event description:
It was reported that the communicator caught fire to where the power supply cord was attached. A surge protector power strip was used. The communicator was for replacement and will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the communicator caught fire to where the power supply cord attaches. A surge protector power strip was used. The communicator was for replacement and will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, additional information from product investigation indicates that the allegation against the communicator was confirmed. The communicator while set up in the patient's environment caught on fire and damage the outer shell of communicator. A resistance measurement was made between the communicator power jack center terminal and ground terminal. Approximately 150kohms of resistance was measured which is normal. The device was opened, and it noted that the inside of communicator did not sustain any burn damage. A resistance measurement was made on a diode, and it measured at had nominal measurements. The lines of both phone jacks were checked for an open circuit, shorted circuit, or low resistance measurement between the lines and from each line to ground (power jack ground terminal). The values from the tests are normal. The returned power adapter had been melted from the fire. An unloaded voltage measurement was taken for the returned power adapter that showed its output voltage was within specifications. From the measurements taken off the communicator and a visual analysis conducted it on it, the device did not contribute to the fire. The probable cause was likely an anomaly in the power source in the patient environment that was supplying the device power, and ultimately had a surge that caused the outlet to start on fire. The communicator operated for several months in the patient environment. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the communicator caught fire to where the power supply cord attaches. A surge protector power strip was used. The communicator was for replacement and will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental is being filed to capture correct event date. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.